Event description:
It was reported that the power module backup battery had a broken clip. The clip was broken upon opening the box. There were two boxes of 4 lithium-ion batteries that did not charge properly, despite being on the charger for 12 hours. The batteries had a red light when on the universal battery charger.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer¿s investigation conclusion: the reported event of the power module (serial number: (B)(6)) having a damaged backup battery clip was confirmed during visual inspection of the returned unit. The damaged clip would not have been able to make secure contact with a test backup battery and therefore the damaged part was first replaced. The serviced and repaired power module then passed a full functional checkout and was found to perform as intended. Provided information indicated that the clip was observed to be broken upon opening the box. It was also communicated that there was no damage to the box or packaging of the power module. The root cause of the observed damage was not able to be conclusively determined through this analysis. The investigation also found damage to the bottom housing. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. It was noted that the rental unit was shipped to the account associated with this event on 25nov2019. Power module precautions are documented in the heartmate power module instructions for use (IFU) (rev. C) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) (rev. G) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no damage to the packaging or box of the power module.